Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back side of case on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked retainer, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and stained/faded end cap address label. Cosmetic damage was confirmed at the back side of case. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back of it. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump.